Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon breaks itself in my body- vagina [foreign body in reproductive tract]. Tampon breaks itself in body [device breakage]. Case description: consumer reported via social media that tampon expands and breaks. No serious injury reported.